Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Part of tampon stuck inside- vagina [foreign body in reproductive tract]. Part of the tampon had broken off [device breakage]. While changing the tampon part had broken off and gotten stuck inside [complication of device removal]. Case description: a store reported via e-mail that a tampon had broken apart and stuck inside a consumer. No serious injury was reported. Follow-up: the consumer reported via phone that while changing the tampon, she realized that part of the tampon had broken off and gotten stuck inside. No serious injury was reported.